Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. Customer's blood glucose level was 29 mmol/l at the time of incident, current blood glucose level was 29.5 mmol/l and 30 mmol/l at the time of call. Customer do not report any symptoms related to high blood glucose. Customer was treated with bolus. Troubleshooting confirmed that the customer had been using the insulin pump within 48 hours of the reported hyperglycemic event. Customer also reported bent canula. The customer agreed that the auto-mode feature was inactive at the time of the event. The device will not be returned for analysis.